Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1367. It was reported an sjm rep met with the pt and identified invalid lead contacts. X-rays showed a fracture in the lead. The pt had not followed up with his physician since 2009 and had suffered several falls since then. The pt did not experience a change in his stimulation. The pt is working with his physician to determine the next courses of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.